Event description:
It was reported that someone who was possibly a customer went to the emergency room with high blood glucose and pain. It was unknown what kind of insulin pump the customer had. It is not known when the event occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.